Manufacturer narrative:
(B)(4)

Event description:
It was reported that the patient experienced dizziness. The patient presented in clinic for normal device check. Upon interrogation, the right ventricular lead exhibited noise. Coughing and deep rapid breaths was able to reproduce noise. Chest x-ray was performed and no anomalies were noted. On (B)(6) 2016, the lead was capped and replaced with no complications. The patient was in stable condition post operation.